Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 6.2 mmol/l at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump had operating currents within specification and no blank display was noted. The liquid crystal display board was okay. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked reservoir tube lip and a cracked reservoir tube.